Manufacturer narrative:
Other applicable components are: product ID: 37642, serial#: unknown, product type: programmer, patient. Other relevant device(s) are: product ID: 37642, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient initially said their ¿batteries weren¿t working¿ and thought it was an issue with their recharger. Troubleshooting further clarified that the patient had a return of symptoms in the morning. During the call the patient confirmed the ins was charging efficiently but the stimulation was indicated as off. The patient didn¿t have the ability to use their programmer because it wouldn¿t power on and didn¿t have batteries to replace, stating it will be difficult with the covid-19 pandemic. The patient was experiencing a return of symptoms. After reviewing information with patient services, the patient used their recharger to turn stimulation back on and confirmed feeling it. Best practices with recharging were also reviewed with the patient.

Event description:
Additional information was received from the consumer reporting another occurrence of the issue from the initial call. Patient services confirmed the implantable neurostimulator recharger (insr) was functioning, no damage, and is taking charge. During the call, it was confirmed that all devices were functioning as designed and just as in the initial call, the implantable neurostimulator (ins) had turned off/therapy was not on. It was reviewed how to use the insr to successfully turn the ins back on. They confirmed feeling that therapy was back on and seeing stimulation on icon. The patient noted they usually charge every couple of days unless they forget. The importance of charging regularly was reviewed and recommended setting an alarm reminder to recharge. The patient programmer screen was still blank. The patient did not have batteries and was wondering if they could send some. The patient was going to ask her daughter for batteries.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.